Manufacturer narrative:
The patient sample was tested twice with line immuno assay (lia) method both results negative. There was not a suffecient amount of the patient sample remaining to perform polymerase chain reaction (pcr) testing. The investigation is currently ongoing.

Manufacturer narrative:
The patient sample was submitted for investigation and the results were (B)(6) on an e 801 module. The serial number for the cobas e 801 module used at the investigation site was (B)(4). The anti-hcv ii reagent lot used on this cobas e 801 module was lot number 337486 with an expiration date of 30-sep-2019. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys anti-hcv ii immunoassay results for 4 patient samples tested on a cobas 8000 e 801 module serial number (B)(4). Of the data provided, there were discrepant anti-hcv ii results for 1 patient sample compared to the centaur xp method. The anti-hcv result was (B)(6) on the e 801 module and was reported outside of the laboratory. The anti-hcv result was (B)(6) on the centaur xp. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.